Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that bilateral suture placement in the mildly calcified right and left common femoral arteries (rcfa and lcfa) was attempted with proglide devices using the pre-close technique via an 8f sheath at each access site prior to an interventional,abdominal aortic aneurysm (aaa) procedure. Reportedly, in the lcfa, with two proglide devices, the sutures did not come out with the plunger. The sutures of two other proglide devices were successfully pre-placed in the lcfa. The sutures of two proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to a 16f in the rcfa and 18f in the lcfa. The aaa procedure was completed. Hemostasis was not achieved with the pre-placed proglide sutures in either access site. One additional proglide suture was attempted at each site; however, neither access site achieved hemostasis. A cut down was performed and surgical suturing achieved hemostasis in the rcfa and the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.